Event description:
"Rectal stenosis: approximately one year after the treo stent-graft implantation for aortic aneurysm treatment, rectal stenosis developed approximately one year after the treo stent-graft implantation for aortic aneurysm treatment. Pathological specimens from the stenotic site revealed accumulation of ion exchange resin, despite no history of ion exchange resin administration. The physician initially contacted the call center of tc, the manufacturer of the treo stent-graft used for the evar, requesting product information including whether similar cases had been reported, although the causal relationship was unclear. Subsequently, the sales representative contacted the physician and confirmed the following points: no defect was identified in the stent-graft, the causal relationship between the stent-graft and the rectal stenosis was unknown, and the physician's contact with the call center was solely to request the product information. Additionally, as a noteworthy event during the operation, a balloon used via the dryseal introducer sheath ruptured during the procedure. However, it was unclear whether the event related to this complaint. The sales representative planned to provide the physician with the requested product information requested and obtained the physician's consent to close this case. Operation type: evar. Blood loss: amount is unknown. No image available due to hospital policy. No pre-case plan available due to hospital policy. No additional information available due to hospital policy. Ancillary used device: guidewire, balloon, introducer sheath. ((B)(4))." Patient outcome: "the health damage to patients was severe. The patient outcome is unknown."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.